Manufacturer narrative:
Evaluation conclusion code, corrected data: the initial report inadvertently reported the evaluation codes incorrectly. The event was not related to a programming anomaly (software event). No device failure occurred. The generator was intentionally turned back on to the vns previous settings after replacement which resulted in the bradycardia event.

Event description:
The patient had vns replacement surgery on (B)(6) 2013, and the nurse practitioner for the surgeon reported that it was believed that the patient was experiencing possible stimulation related bradycardia. When the nurse went to see the patient, she noticed a programming anomaly in the output current and off time which varied from the intended parameters. Once she reprogrammed to patient's last recorded office visit settings, all signs of bradycardia were resolved, and the patient was comfortable. Attempts for additional information from the surgeon's office regarding the bradycardia event have been unsuccessful to date.

Manufacturer narrative:
The nurse practitioner reviewed programming history.

Event description:
Upon further review, it was observed that review of the information received from the surgeon's office revealed that the intraoperative bradycardia was due to the output current of 2.25 ma and 3 minutes off time which were the patient'¿s settings prior to surgery. The surgeon felt that programming the patient to these settings with a new lead on the nerve resulted in the bradycardia, so he lowered the output current to 0.5 ma. The patient had not been receiving vns therapy for some time prior to surgery as captured in mfg report number: 1644487-2013-00683, due to lead break. During revision surgery, the operative notes indicate that the device was interrogated to demonstrate good lead impedance following generator and lead replacement. Upon confirmation of such, the generator was placed in the chest wall pocket. The patient was closed, and "there were several episodes of bradycardia encountered, each very brief in nature noted to be suspicious for over stimulation of the vagus nerve. In light of the revision of the electrode and dissection around the nerve, the generator amplitude was then decreased from the setting of 2.25ma down to much more modest setting of 0.5ma." The patient's neurologist was notified. The patient's heart rate dropped less than 30 bpm in the operating room. The surgeon reported that the heart block resulted in loss of qrs segment every 3 minutes which corresponded to the generator settings. The device was found at 2.25ma and 3 minutes off time. The model 103 generator was programmed to the same settings as before surgery and after decreasing the output current to 0.5ma the episodes of heart block were no longer seen. No other interventions were taken. Decreasing output current from 2.25ma to 0.5ma resolved the event. The event was also reported to have occurred during system diagnostics. Also, the device implanted was a m103 generator and programming anomalies such as faulted diagnostic tests causing a setting change do not occur with this model of generator. Heart rate prior to event was 115, and heart rate during bradycardia was 30bpm. The patient had no prior history of cardiac events. It was unknown if the patient presented with any symptoms suggesting arrhythmia. There were no traumatic events or triffers prior to the arrhythmia. The arrythmia questionnaire also indicated that the event occurred intraoperatively. The patient was under general anesthesia of medium depth at that time. The patient received successful vns replacement, and the device was remained on following surgery. The device was reported to be functioning as intended, but specific diagnostics were not provided. After the output current was decreased, the bradycardia had not occurred again.